Event description:
It was reported when using the bd pyxis anesthesia es system multiple drawers failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the locking mechanism was engaged the emergency release. The field service engineer reseated the emergency release to the lock position to resolve. The system functioned as intended after the field service engineer repaired the device.